Event description:
In 2005, mesh implanted to repair ventral hernia. Patient alleges "constant fever, abdominal tenderness, pain and swelling at the site of hernia repair. A year later, patient admitted for CT scans, then laparoscopy. Surgery was performed for small bowel adhesions and mesh was explanted.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.